Manufacturer narrative:
Voluntary distributor narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: the conmed representative reported on behalf of the facility that the sb936, unimax specimen bag, broke during a procedure while cinching the bag closed. There was no patient injury reported. There was a 1-2 minute delay reported. The procedure was completed by using another of the same specimen bag. This report is being raised based on device malfunction with potential for injury upon reoccurrence.